Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring iii devices failed to deploy properly. A side-biting clamp and punch were used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2012-01021, 2242352-2013-01198 and 2242352-2013-01199 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. Only the delivery device was returned; the loading device was not returned. The tension spring assembly was inside of the delivery device tube. The seal was extended outside of the delivery tube and remained anchored to the tension spring assembly. Cracks were observed in the seals. The green slide lock and the white plunger were depressed on the delivery device. No blood was found inside of the delivery device tube. Per the IFU, blood inside of the delivery tube indicates proper deployment. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed as there was no blood in the delivery tube. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).